Manufacturer narrative:
The reported events were lead dislodgement and "lead could not be fixed". As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead had dislodged and was not able to implant. The ra lead was not used and replaced. The patient was in stable condition throughout the procedure.